Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer and the available data files. Quality control recovered within lab ranges. A customer service engineer (cse) performed routine service tasks on the atellica ® ch 930 analyzer. No discordant results were reported by the customer after these routine service actions were completed. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported erroneously elevated creatinine_2 (crea_2) patient sample results on an atellica ® ch 930 analyzer. The erroneous results were reported to the physician(s) and some were questioned. The same samples were reprocessed on an alternate analyzer. The lower reprocessed results obtained were considered correct and reported to the physician(s). The customer stated that (4) four patients were sent to the hospital but did not have any details to provide. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated creatinine_2 (crea_2) results.